Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4)

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -12.00/+2.0/082 (sphere/cylinder/axis), in the patient's left eye (os) on (B)(4) 2017. The lens was explanted on (B)(6) 2018 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. (B)(4)